Manufacturer narrative:
The product is promised for return but has not yet been received. As a result, we are unable to complete an evaluation. We continue our good faith efforts for the return of the product. A supplemental report will be provided if new information becomes available. (B)(4).

Event description:
When the pack was opened the pre bypass filter and connection on the arterial side of the oxygenator was cracked. No patient involvement was reported.

Manufacturer narrative:
The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product and no nonconformances were found that are considered to be related to the event. A review of the provided pictures has confirmed that there was damage to the product (quadrox ID) which likely occurred during shipping or handling, but we are unable to conclusively determine when it occurred. The complaint has been confirmed. No picture of the pre-bypass filter was provided for evaluation. (B)(4).

Event description:
When the pack was opened the pre bypass filter and connection on the arterial side of the oxygenator was cracked. No patient involvement was reported.

Manufacturer narrative:
Date received by manufacturer from : 01/12/2017 to: 03/02/2017. (B)(4).

Event description:
When the pack was opened the pre bypass filter and connection on the arterial side of the oxygenator was cracked. No patient involvement was reported.